Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to seeking medical attention. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation - customer had returned loose strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer made several attempts to contact customer to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 428, 479, 421 and 423 mg/dl. The customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated his doctor had told him to go to the emergency room on 03/28/2024 because his meter read 420 mg/dl (fasting/non-fasting undisclosed). The customer's blood glucose test result at the ER had been 300 mg/dl (fasting/non-fasting undisclosed). The customer had been diagnosed with high blood glucose and given metformin. Customer had been discharged and prescribed metformin. During the call, a blood test was performed by the customer pm fasting and produced test result of 377 mg/dl using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 08/16/2024 and open vial date is one month. The meter memory was reviewed for previous test result history: result 1: 428 mg/dl date: 3/29/24 time: 6:20pm customer does not recall if fasting or non-fasting result 2: 479 mg/dl date: 3/28/24 time: 3:30pm fasting result 3: 421 mg/dl date: 3/28/24 time: 1:24pm non-fasting result 4: 423 mg/dl date: 3/28/24 time: 9:42am fasting result 5: 119 mg/dl date: 10/28/23 time:4:32am fasting.